Event description:
It was reported that during a training/demo of the da vinci system, the customer was experiencing an "insufflator disabled" message. The caller verified all connections were secure and correct but the issue could not be resolved. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on site and confirmed system was showing insufflator disabled message. All other system functions confirmed. Fse ran aperture to troubleshoot system issue. Fse re-programmed insufflator in an attempt to resolve issue. Issue did not resolve. Fse swapped insufflator with another not for human use (nfhu) system to troubleshoot. Fse confirmed issue resolved with another insufflator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and the reported failure of "insufflator disabled" message was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed onto a known good in-house system and system triggered message on tower¿s touch display saying, ¿insufflator disabled.¿ the insufflator screen did not respond to touch. The complaint was confirmed based on failure analysis. The probable root cause of the "insufflator disabled" message is likely due to an internal malfunction within the insufflator unit itself, as indicated by the failure analysis. The lack of response from the insufflator screen to touch further suggests a potential electronic or software failure within the unit.